Event description:
Pt underwent ncp system replacement surgery due to high lead impedance test result (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt's ncp system was "dysfunctional due to motor vehicle accident". It was also reported that during the replacement surgery, significant scarring at both the electrode and connector pin sites was noted, possibly affecting the conduction of the device stimulation current. Both the lead and generator were replaced. The user facility report indicates that the pt's ncp system was replaced due to a broken wire. The pt's involvement in a motor vehicle accident is the likely cause of the reported lead fracture. The user facility has indicated that the explanted products will not be returned to MFR for analysis as determined by the facility risk mgr.